Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not displaying values and showing plus signs and asterisk in patient values where numbers should be. It was reported there was no patient involvement at the time the issue was discovered. The unit was sent to biomed where the reported issue could not be duplicated. The remote service engineer (rse) advised the customer to return the unit to respiratory for further clinical troubleshooting. The rse also informed the customer that philips offers onsite or bench repair. Per good faith effort (gfe) response, the customer reported that the reported issue was due to a user error. The programming had not been setup correctly by the customer. The customer then had one of the other staff members reconfigure the setup of the unit to resolve the reported issue. The customer reconfigured the setup to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.